Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had shock impedance value that was high out of range greater than 200 ohms around six months ago, but then came back down. There were no observations of noise, but lead troubleshooting vector breakdown found out of range rv coil to can and ra coil to ra coil. The system remains in-service, but was recommended to replace the lead and/or check the header and terminal pin connection. No adverse patient effects were reported.